Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to blood glucose. The customer reverted to an alternate method of insulin therapy. Customer declined troubleshooting with tandem technical support.